Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) exactamix 2400 valve sets had multiple instances of large bubbles on port 4 with nacl. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.